Event description:
It was reported the ez45g was used during a thoracoscopy. It was reported the device would not open properly. Another ez45g was opened to complete the case. No other info is available. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.45282. Ees #.975566/c. D6: information not available, device not returned for analysis.